Event description:
The pt fell and hit the back of their head. The bang of their head was so hard that it could be actually heard. Since the incident, the pt has no longer been able to hear properly. Testing confirmed that the device has malfunctioned.